Manufacturer narrative:
H6: investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this event but without a sample no corrective actions could be identified. A review of the device history record could not be performed as the lot number was unknown. H3 other text : see h.10.

Event description:
It was reported that unspecified bd¿ intima-ii catheter needle head was broken. The following information was provided by the initial reporter: the nurse found that the indwelling needle head was broken while giving the patient fluid.

Manufacturer narrative:
Unknown manufacturer: (B)(4). Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that unspecified bd¿ intima-ii catheter needle head was broken. The following information was provided by the initial reporter: the nurse found that the indwelling needle head was broken while giving the patient fluid.